Event description:
The customer reported an issue with the system not calibrating and not tracking well. The inability to calibrate may result in a complete loss of functionality. This is a reportable event. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.